Event description:
It was reported that detachment of the device occurred resulting in unretrieved device fragment. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 1.25mm rotapro and a rotawire were selected for treatment to the lesion. During advancement there was a large bend in the anatomy and significant resistance was encountered at the lesion. Rotational speed was set to 230,000 rmp. The 1.25mm rotapro burr and the rotawire detached while it was ablating the lesion. No surgical treatment was performed due to the patient blood flow was secured. The detached burr was left inside the body. Both device were able to be recovered. The procedure has been cancelled. Percutaneous coronary intervention or bypass will be considered for future treatment. No further patient complications were reported and the patient remained stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The rotawire used in the procedure was returned within the rotapro device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device found that the coil was stretched and broken at the point of detachment from the burr and that the detached burr was not returned for analysis. The returned rotawire was found to be fractured at the distal tip. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device was able to reach and maintain optimal rpm with no resistance or issues. Product analysis confirmed the reported detached burr and fractured rotawire, as the rotawire was fractured at the distal end and the burr was detached and not returned for analysis. The reported rotation issues were not able to be confirmed as the device was able to reach and maintain optimal rpm with no resistance or issues. The reported unretrieved device fragments were not able to be confirmed as clinical circumstances were not able to be replicated.

Event description:
It was reported that detachment of the device occurred resulting in unretrieved device fragment. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 1.25mm rotapro and a rotawire were selected for treatment to the lesion. During advancement there was a large bend in the anatomy and significant resistance was encountered at the lesion. Rotational speed was set to 230,000 rmp. The 1.25mm rotapro burr and the rotawire detached while it was ablating the lesion. No surgical treatment was performed due to the patient blood flow was secured. The detached burr was left inside the body. Both device were able to be recovered. The procedure has been cancelled. Percutaneous coronary intervention or bypass will be considered for future treatment. No further patient complications were reported and the patient remained stable.